Event description:
It was reported that during the ablation procedure, the generator stopped working. The case was suspended. There was no harm to the pt.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.